Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted: product type lead product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) didn¿t think any further actions/interventions would be taken as long as the patient¿s leads still spanned over the 9/10 area they were stimulating.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 97745, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#:(B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's device stopped working 10 days ago. When patient came to the clinic his controller battery was dead and the battery in his back was dead as well. The patient stated his device stopped working and he was no longer getting pain relief. His controller would not turn on and his battery in his back would not turn on. Rep educated patient the order in which to charge the controller and battery. Together, they charged the controller and the implanted device, and then we were able to reprogram their device. After taking a fluoro shot, hcp confirmed the lead had migrated. Rep re-educated on the importance of charging. Patient stated he just got over bronchitis and had a horrible cough for a while, that is all he can think of that may have caused the lead to moved. Impedances were within normal limits; rep was able to change the electrodes to cover areas needed to for hd programming over 9/10. Issue was resolved.